Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a flexima exchange biliary stent system was used during a drainage procedure in the inferior bile duct of a patient. The device was advanced through the scope; jf-260v 3.7mm olympus on a 0.035 inch wrangler wire. During the procedure, the stent was unable to be deployed at the target site as the guide catheter stretched and would not retract. The procedure was completed with another flexima exchange biliary stent system. The procedure was successfully completed with no reported patient complications.